Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212 competitor lead, implanted: (B)(6) 2010; 6947-65 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket pain. The physician was concerned about potential erosion and performed a pocket revision. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.